Manufacturer narrative:
Product event summary: the device was returned and analyzed no anomalies were found.

Event description:
It was also reported that the device was explanted per the patient's request.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited small r waves that were undersensed intermittently and some large deflections that were oversensed. The device remains in use. No patient complications have been reported as a result of this event.